Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that an unspecified issue regarding test strips occurred. No details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.